Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit under delivered. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/3/2017.

Event description:
The customer reports that recently the pump is delivering less. The customer is using a bag of 1500ml, three feedings of 400m/hr. After the third feeding, there was +/- 400ml left in the bag. No patient harm.